Event description:
It was reported that the patient had talked to their health care provider (hcp) about it and they were kind of nervous to get the im plantable neurostimulator (ins) because they had epilepsy. They put the ins in before tacking the patient¿s bladder up and the patient had both surgeries. The patient had a bad seizure not too long ago and they couldn¿t turn it up or down. The seizure was 8 days ago. The patient had no stimulation sensation following a fall and the symptoms had a gradual onset. It was after the patient¿s seizure that things started messing up and their symptoms returned. The patient¿s parents had been adjusting the stimulation and the patient was nervous that the wire might have come loose. They were trying to use the stimulation and increasing it and every now and again they got a question mark. The patient was having really bad back pain on their left side where the kidney was located and the patient didn¿t know if the stimulator was hooked up to the kidney to help them pee or not. The patient hadn¿t had any medications for their urinary tract this week and their hcp and family member thought it was a urinary tract infection (uti) because of where the patient was having pain in their back near the kidney. It had been about 4 days now that he patient started having the bad back pain and every time the patient lifted their leg it hurt. The patient was on program 4 at 3.0v with the lightning bolt. The patient increased to 8.5v and was not feeling any stimulation. The patient other programs were set at 0.5 v on program 1, 2.6 v on program 2, and 1.6 v on program 3. The patient turned stimulation off and switched to program 1 and activated it. The patient decreased their setting down to 0.0v and then went all the way up to 8.5v and still wasn¿t feeling the stimulation. The patient had a feeling that when they had the seizure they did something to the cord, or lead, and they might need surgery to reconnect it. It was noted that the hcp who the patient was seeing before for their stimulation had left and they were not seeing their obgyn who knew nothing about the stimulator. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va08d0t, implanted: (B)(6) 2013, product type: lead. (B)(4).